Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number unknown) making an abnormal noise could not be confirmed. No product was returned for further evaluation and submitted log files for the reported event date 26jan2026 are unremarkable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported noise could not be conclusively determined through this analysis. No serial or lot number was provided by the customer to perform a device history record review. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted and they were looking for any information around 1 am on 26jan2026. The wall unit was noted to have "grinding" sound that was loud enough to be heard from the nursing station and lasted for less than a minute. It appeared that there were no unusual events recorded in the log file event history. The power module voltages are normal throughout the log file duration including on the 26jan2026.